Manufacturer narrative:
The insulin pump vibration functioned properly, no vibration anomaly noted and passed self test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was accidentally dropped on the floor. The insulin pump had a vibrator anomaly. The vibration had a dead sound. Customer's blood glucose level went up to 300 mg/dl. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.